Event description:
It was reported that the patient was treated in the emergency room for a ventricular fibrillation episode that was treated with the patient¿s device. The ventricular fibrillation episode showed some intermittent undersensing of the fine ventricular fibrillation. Programming changes were made. The physician plans to monitor the patient at this time. The patient did not have any adverse health consequences related to the undersensing.